Event description:
When the customer removed the car instrument from the package, the red indicator fell out of the device. The device was used without the red button.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files indicated that the device was released pursuant to the product specifications. The red marker has no influence on the device functionality or the outcome of the procedure. It is only an additional indicator of the sequential status of device operation.